Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate form of insulin therapy. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 180 - 330 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.